Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's capacitor had two charge time-outs. The patient and the patient's implantable cardioverter defibrillator will be monitored. The patient was reported to be in stable condition.